Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the emergency room on (B)(6) 2018. The customer was hospitalized on (B)(6) 2018 when they were found unresponsive. The cause of death was heart attack and complications from diabetes. The caller stated that the customer had prior illnesses such as gastroparesis and a stroke in 2015. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It was unknown if the customer was using sensors. The caller declined to return the insulin pump for analysis.